Manufacturer narrative:
Additional information: product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definite cause of event.

Event description:
Procedure used: posterior fusion for scoliosis fixation range: upper thoracic vertebra/ upper lumbar vertebra (not specified) it was reported that intra-op, the tip of the product broke at the time of final tightening. The tip fragment of the product remained in the set screw as it could not be removed. No patient complications were reported as a result of the event.